Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had expired on (B)(6) 2016. The cause of death was not confirmed and may have been a possible heart attack. The customer was wearing the pump at the time of death and it was unknown if the pump or its supplies caused or contributed to the death.